Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jan 13, 2014. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. Serial number: the device serial number was not provided by the reporter in the initial report. Therefore, the seral number was documented as unknown. Upon receipt of the device the serial number was identified as (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The contact¿s phone number was not provided. The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event. It was reported from (B)(6) that during tibial diaphysis fracture surgical procedure, it was observed that the compact air drive device stopped working in the latter half of the surgery. According to the reporter, an air leak was found at the connecting part of the double air hose and the adapter for oiling. The reporter indicated that the surgeon attempted to improve the connecting part, but it did not work. Eventually, the surgeon proceeded with the surgery by using a power tool spare device. There was a five minute delay to the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the device was successfully tested. No failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.